Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that ventilator inoperable occurred on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: "results of investigation: vyaire field service representative went onsite to evaluate the device. Unit was inoperable and didn't ventilate. Flow on display was negative and erratic. Unit also didn't make a sound. Gas delivery engine needed to get replaced. Swapped gas delivery engine and performed owner verification process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.